Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose after low blood glucose episode on (B)(6) 2018 with blood glucose of 480 mg/dl. The customer reported that the insulin pump had blank display. The customer's current blood glucose was 218 mg/dl. The customer was treated with the insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was assisted with troubleshooting and the display did not return. The customer was off the insulin pump less than 48 hours prior to the hospitalization. The insulin pump will be returned for analysis.